Event description:
It was reported that during prophylactic replacement of the right ventricular (rv) lead, the atrial lead dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary ((B)(4)): the full lead was returned and analyzed; no anomalies were found. The analyst noted that there was apparent explant damage. Concomitant product: 6949 implantable pacing lead 2005 (B)(6). (B)(4).